Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed a signal on the right ventricular (rv) lead channel that inhibited the bi ventricular pacing. It appears to be a possible crosstalk from right atrial (ra) lead. Reprogramming blanking periods was discussed. The crt-d remains in service. No adverse patient effects were reported.